Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part #: fgs-1000-us; synthes lot #: 20e014. No combination could be found in synthes systems for part # fgs-1000-us with lot # 20e014. Therefore, a DHR review could not be performed at this time. If further information becomes available regarding the identities for this part, then this DHR review will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, while drilling over a wire with the cannulated drill bit in the fibulink kit, the drill bit broke. Fragments were extracted. The procedure was successfully completed with a five (5) minute surgical delay. There was no patient consequence. Concomitant device: unknown wire (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).